Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market reported that the device was out of warranty, and that the customer decided to have the device evaluated by a third party. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a tidal volume that was not rising. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The investigation is ongoing.